Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was 198 mg/dl. Customer does not use the sensor feature on the pump. The customer was advised the alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 441 mg/dl. The customer was admitted to the hospital and treated with IV drip of insulin. After the troubleshooting was done, customer was advised to change entire set, reservoir, and insulin and treat. The customer was advised to call when tubing clamp received to perform high pressure test.